Event description:
It was reported that during a shoulder surgery, the patient received a second degree burn in the area of the lateral incision. The ablator was used at the pre-setting of "7" with nacl 0.9%. Patient's demographics (age at time of event, date of birth, weight) as well as additional event details were requested, but not provided. No further patient information was provided at the time of this report or made available in response to multiple follow-up communication requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received and an evaluation was completed. The complaint was not confirmed; no evidence of a burn was submitted. The shrink tubing at the electrode face was observed to be slightly melted and receded. No defects were noted that would result in arcing from a location other than, as per normal operation, at the electrode face. The aspiration pathway was observed to be occluded with what appeared to be eschar. The cause of the event could not be determined from the information available. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event include inadvertent user activation of the device during insertion/removal from the incision/joint space or removal of the device at excess temperatures. Product directions for use warns against insertion/removal during activation or shortly afterward, due to retained heat. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow-up report will be submitted.